Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt, check therapy pad messages) was confirmed. Upon investigation the distribution node (dn) to front therapy pad cable was damaged. The cause of the check belt and check therapy pad messages was a pinched wire inside the damaged cable. The root cause of the pinched wire could not be positively identified. No adverse event resulted from the pinched wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt called zoll customer support to report that he was receiving check belt messages and check therapy pad messages. The pt was issued a replacement electrode belt.